Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4) on behalf of her son (the patient) alleging that a one touch verio iq meter read inaccurately high compared to a lab test. The reporter claimed that she was told that the meter read "more than 20% different than lab." The reporter admitted that the patient was not in a fasting state prior to when the meter-to-lab comparison was performed. She also stated that the patient cleaned his hands with a hand sanitizer prior to the tests. The reporter did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that a meter-to-lab device comparison was performed where the difference of the results exceeded lifescan's criteria for accuracy testing. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k110637.